Event description:
Patient presented in the clinic in heart block with ventricular response in the 30's. Patient has had some dizzy spells, but she has always had them. No telemetry and no pacing seen even with magnet application. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.